Event description:
It was reported that the pump touch screen was on, but the display remained black. Reportedly, the customer had dropped the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.